Event description:
Bilateral augmentation. Awakened one morning 5 yrs later left implant was deflated. No history of trauma etc. Pt underwent removal of deflated left breast implant and lt breast augmentation with saline implant. Deflated implant removed intact. No apparent complications.